Event description:
A lead extraction procedure commenced, and a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath were being used to treat the patient. Upon loading the glidelight device onto a spectranetics lld lead locking device (lld), damaged was noted near the handle of the device. A new glidelight was used to complete the procedure with no reported patient harm. Upon completion of the glidelight device evaluation on 10apr2025, visual inspection found a kink on the working length of the device, just distal to the bifurcate handle. At the area of the kink, a breach was detected on the outer jacket, with melting and broken fibers. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure when the force required to advance and maneuver is greater than the force that the working length can accommodate. When these forces are applied to the side of the outer jacket, at or near the bifurcate handle, the device becomes kinked. Broken fibers in the area redirect the laser energy, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.